Manufacturer narrative:
(B)(4): the driver was returned for eval. Visual examination confirmed the tip broke. The broken off portion of the tip was not returned for analysis. Approx 3mm of the tip had broken off which is consistent with interface during tightening. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow, consistent with torsional overload during tightening. A review of the device history records did not identify any applicable non-conformance to spec.

Event description:
It was reported that the pt underwent spinal surgery. During surgery, the tip of the driver broke off while tightening. The broken piece was retrieved. No add'l complications were reported.